Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experience elevated blood glucose (bg) levels of 331 mg/dl after discovering that the ilet touchscreen was cracked and unresponsive. The user was unable to operate the device and reverted to backup insulin dosing under guidance from their care team. No medical intervention or hospitalization was required, and no injuries were reported.